Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought treatment at an urgent care due to high blood glucose levels. The patient's blood glucose levels reached 448 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include an altered mental status. The patient was treated with potassium IV fluids. The patient was released the same day. The pod was removed at the urgent care.